Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not operational. Additionally, the monitor displayed a black screen with a prompt to enter password, during the login process, preventing the user from accessing the system. However, there were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not operational. A field service engineer found that all in one unit would not go past the basic input output system screen and replaced the serial sata cable and tested the screen several times to resolve the issue. The system functioned as intended after the field service engineer repaired the device.